Event description:
Operative procedure: open reduction and internal fixation of right olecranon fracture. Complications: three broken screws during insertion of plate and screws. "Reduced with manipulation and a 7-hole acumed precontoured locking olecranon plate was positioned and visualized under fluoroscopy to determine... This was then provisionally fixed with a single 3.5mm fully threaded cortical screw at the tip of the olecranon in order to fully seat the plate to the olecranon and the fracture was reduced anatomically... A 2.7mm screw was then placed in a lag screw fashion through the plate and across the fracture site. Unfortunately, during the insertion of this screw, the head broke and had to be removed. The fracture was then re-distracted and attempts were made to remove the higher screw, which were unsuccessful, secondary to its excellent purchase in the pt's thick, strong cortices on the anterior surface. Therefore, the screw was cut flush with the cancellous bone within the fracture site in the proximal most end of the screw in order to fully seat the plate, as was two additional 3.5mm screws at the distal end of the fracture. During the insertion of one of these 3.5mm screws, another screw head broke. Again it was determined more damage and destruction of the bone would be required in order to remove this screw and it was left in place... Two additionally fully threaded 3.5mm screws were placed in a bicortical fashion, and during insertion of a second attempted screw in the previous screw hole with the broken screw, an additional 2.7mm screw had broke. This screw hole was therefore left empty to fixation, since there were 6 adequate cortices distal to the fracture site." Diagnosis: plate fixation. Event abated after use stopped: no. Event reappeared after reintroduction: yes.